Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2182269-2018-00124, 2182269-2018-00125, 3008452825-2018-00339. During a pulmonary vein isolation procedure, a pericardial effusion was noted. Following geometry collection, the ablation catheter appeared outside of the geometry during fusion. The two remaining catheters appeared within their anatomical locations. An echocardiogram was performed and revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.